Manufacturer narrative:
H.6. Investigation: one photo received for investigation, upon observation cavity of the nrfit adapter is seen separated from the connector. Possible root cause is lack of glue placement on the product. Corrective action include the possible installation of a white light lamp to visually check the placement of the glue on the base for the needle. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that ndl blunt fill 18x1-1/2 nrfit ssu separated from the syringe. The following information was provided by the initial reporter: bd blunt needle without the nrfit connector. It has become disconnected from the needle when is disconnecting from an nrfit syringe.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that ndl blunt fill 18x1-1/2 nrfit ssu separated from the syringe. The following information was provided by the initial reporter: bd blunt needle without the nrfit connector. It has become disconnected from the needle when is disconnecting from an nrfit syringe.